Event description:
It was reported that the operators report that the temperature pacing electrode balloon does not hold inflation. The material has not been contaminated. Per follow up information received on 19jul2024, stated that there was no damage or holes in the catheter and balloon. Confirmed that no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (with original label), used temporary pacing electrode catheter. Visual inspection of the sample noted using attached in house syringe without difficulty, the catheter balloon was inflated with 1.5 cc air. The stopcock closed and the syringe removed. Allowed to rest with no leaks noted for 30 seconds. The balloon inflated with no issues, stopcock opened, and balloon passively deflated. The reported event was not confirmed. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed a DHR review is not required. As the reported event is unconfirmed a labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the operators report that the temperature pacing electrode balloon does not hold inflation. The material has not been contaminated. Per follow up information received on 19jul2024, stated that there was no damage or holes in the catheter and balloon. Confirmed that no patient involvement.